Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient tested with coaguchek xs plus meter serial number (B)(4). A sample from the patient was tested with the meter and the result was 5.5 inr. At an unknown time, a sample from the patient was tested in the laboratory using an unknown method, resulting as 4.0 inr. No adverse events were alleged to have occurred with the patient.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.